Event description:
It was reported that the patient that the patient was experiencing frequently charging the ipg. Inadequate stimulation was also noted. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the facility.